Event description:
It was reported that a patient is in the process of beginning a class action law suit due to complications after surgery. The doctor used an ees instrument and a clip or staple did not hold. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.